Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record and medical records received. Litigation alleges friction and wear causing elevated metal ions resulting to pain, inflammation and discomfort. After review of the medical records the patient was revised to address metallosis, extensive abductor muscle necrosis, metal corrosion, pseudotumor resulting to pain, limited adl, elevated metal ions, instability and discomfort. Operative note reported black stained fluid, metal debris, both abductor muscle necrosis and capsular tissue necrosis. There was a small amount of shuck, taper of stem, liner acetabular component had corrosion. However, lab result for metal ions is below 7pbb. Doi: (B)(6) 2006. Dor: (B)(6) 2021 right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available photo evidence were reviewed .and does not shows an implant fracture, disassociation or any indicative related to a device nonconformance. Based on the information provided as evidence, a defect or malfunction cannot be established. Therefore, the allegation is not confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available photo evidence were reviewed. And does not shows an implant fracture, disassociation or any indicative related to a device nonconformance. Based on the information provided as evidence, a defect or malfunction cannot be established. Therefore, the allegation is not confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed, for the finished device (121722054/a2nfb1) product and lot numbers. And no non-conformances were identified.

Event description:
The patient had mechanical loosening of the internal right hip of the prosthetic joint. There is a sclerotic lesion identified within the right ischium measuring 8mm. A slight limp and walking even short distances can be painful, and loss of range of motion.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.